Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of less than 200 ohms. No adverse patient effects were reported. The device remains in service.